Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller mentioned they had a device and now they were with a competitor because the implants stopped. Caller also noted they had multiple devices and they all failed within 2 years. Pt stated the battery ran out in the one. They had a complete replacement in 2019.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.